Event description:
It was reported the procedure was to treat a lesion in the left anterior tibial artery. No introducer sheath was utilized to access the artery. The 3.0x120mm armada 14 balloon dilatation catheter (bdc) was advanced with resistance noted due to the anatomy. The balloon was inflated twice and then removed; however, difficulty was again met at the access site. Once removed from the anatomy, the physician tested the device and a leak was noted in the shaft. The procedure was completed two additional armada devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty advancing and removing the device from the anatomy could not be replicated in a testing environment as it was based on operational context. The reported leak could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty advancing and removing the device appear to be related to operational context; however, a conclusive cause for the reported leak could not be determined. It was reported that the device interacted with the patient¿s challenging anatomy such that difficulty advancing and removing the device was encountered. Additionally, leaks can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, loose connections, and interactions with other devices. In this case, a conclusive cause for the reported leak could not be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.